Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). The following day, the ICU nurse contacted the MFR stating the pt required cardioversion. The priming sequence for optimal hand pumping was followed; during the 10 second wait for the black bulb to inflate, the bulb inflated too quickly. Then upon attempting to hand pump, the bulb would not inflate fast enough for a 40 bpm rate. A second (different) hand pump was obtained and the sequence of priming the pump and hand pumping was performed with the same outcome. Pt was supported by electrical actuation. A decision was made by the physician to change out the o-rings under the in line vent filter adapter. The physician requested MFR personnel to come to the hosp 3 days later, with replacement o-rings and assist in the o-ring change. Instructions were faxed by the MFR to the nursing staff in case of an emergency o-ring change out was required over the weekend.